Event description:
A minor burn occurred during surgery while using the conmed/aspen esu. The event was not documented properly so exactly what happened is unknown. The hosp just wanted the esu tested by conmed/aspen to make sure it was operating properly.